Event description:
It was further reported, the intended procedure was arthroscopic surgery. The issue happened at the beginning of the procedure. There was a delay of 30 minutes and the patient was under general anesthesia. The patient did not experience any adverse events as a result of delay/anesthesia. The procedure was completed with the same device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Following fields are updated: b5. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the defect occurred due to a poor connection of the video cable in the customer's environment. A definitive root cause could not be determined. H3 was inadvertently checked. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the visera elite video system center could not display an image. The issue happened during a therapeutic procedure. The connection parts were pulled out and reinserted one by one; however, the image was still not displayed. Finally, after the operation, the head nurse connected the connector back to the work platform and the serial digital interface (sdi) was connected back to the display screen, and the image was displayed. But the video recording and image collection could not be completed. There were no reports of patient injury or harm associated with the event.